Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. The device history review for the product visistat 35w, 6/box, lot #73l1600416 investigation did not show issues related to the complaint. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 staplers were taken from the current production from p/n 528235, visistat 35w 6/box, lot#73j1700107. The staplers were functionally inspected (fired) and the issue reported "clips was stuck in stapler" was not observed in the current manufacturing process, the staples were loaded and released correctly. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the sample is not available is not possible to determine the source of the defect reported or to confirm the customer complaint. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
The staples were stuck in the stapler and could not be used. There was no patient injury.